Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. Patient mentioned this happened on 2 occasions with cannulas from two different boxes, lot 1277116 and lot 1295280.